Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. During a post-operative follow up a type ia endoleak was confirmed. The aneurysm was enlarging by approximately 5mm in diameter. The physician attributed the cause for the type ia endoleak due to disease progression related to the type ii endoleak. The aneurysm enlarged and the stent graft lost seal due to the type ii endoleak. The physician performed an intervention where partial stent graft was explanted and another manufacturer's device y graft was implanted. The three stent range of the proximal side of the stent graft remained in patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the proximal type I endoleak was resolved after secondary intervention.